Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the case found on (B)(6) 2022 . Pump was received with a cracked case behind the pump near the battery tube compartment. Pump was also received with keypad unresponsive. Unable to perform the self test and displacement test due to keypad unresponsive. The keypad overlay was peeled off and found no corrosion or moisture damage found on the keypad assembly. Pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. Corrosion was also found on the pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and keypad unresponsive noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no keypad unresponsive noted. The pump was able to navigate the menu and continued testing.the pump passed the self test. No keypad unresponsive noted when using a test pcba 1. In conclusion, the pump had keypad unresponsive due to corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the pump case. Keypad unresponsive was confirmed. Keypad unresponsive due to corrosion on the j1/pcba 1 connector. During visual inspection, corrosion was also found on the pcba 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the housing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.